Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The pulse generator exhibited up in backup vvi operation. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.